Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a partial display after the device had been bumped against a door frame. The caller stated that the customer had been running into the bedroom when he hit the door frame with the insulin pump, and now the display would not show with a line across the screen. She stated that the screen was all messed up. The caller did not know the blood glucose reading. She stated that the customer was not able to read the screen's words to get to the menu in order to troubleshoot and run the self-test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.